Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the septic patient presented to the hospital. The pacemaker and right ventricular lead were explanted successfully. The right atrial lead disintegrated during removal and the distal portion was left in the body. Vegetation growth was noted on both leads. The patient was stable throughout.